Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The father of customer, who is a healthcare professional, called to report a ¿scan again in 10 minutes¿ error message with the customer¿s adc freestyle libre 2 sensor during wear. The customer was unable to obtain sensor scans and as a result, the customer experienced symptoms of sweating, drowsiness, dizziness, and a loss of consciousness. The father administered glucose as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.